Event description:
It was reported that the patient had their pump removed due to an infection. The pump was removed and replaced on (B)(6) 2011. It was unclear at time of the report what the cause or general facts were regarding the infection, or when it took place. Reporter stated that patient had a "rocky history". The medication in the pump was lioresal. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2011, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4)